Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "Do not deliver a bolus until you have reviewed the calculated bolus amount. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus."

Event description:
Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Customer consumed carbohydrates and soda to address bg. Reportedly, the customer was incorrectly using the bolus feature on the pump. Tandem technical support informed customer on proper bolus delivery procedure and the customer continued to use the pump for insulin therapy.